Event description:
It was reported to tyco/kendall healthcare in 2006, that a customer had a problem with a dual uvc catheter. The customer reports "leak above connection of dual lumen. Uvc removed and reinserted."

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.